Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager's latch had failed and was stuck in the unlock state. A field service engineer replaced the latch as well as the light and wire harness. The customer logged in and inventoried the medications and refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failed. The customer reported that users were unable to remove medications from remote manager while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.